Event description:
The OEM supplier reports for their customer, "that while (nurse) was injecting the pt, the deltoid needle detached from the orange shield and remained attached on the pt's arm. The pt started bleeding and when she went to pull the needle manually from the pt, she stuck herself with the needle. She is currently taking medical treatment.

Manufacturer narrative:
Results evaluation - the investigation into this report is limited as the user facility did not provide the lot number or event sample. Without evaluating the event sample, we are unable to determine the root cause of the event. Without the lot number, we are unable to review manufacturing records. The needle-pro packaged, finished device is provided to janssen who packages it in their risperdal consta kit with their own instructions for use. This event can occur if the user does not secure the needle to the protection device (needle-pro device). Smiths medical's instructions for use include instructions to "seat the needle firmly to the needle-pro device with a push and a clockwise twist". Janssen has added language in their instructions for use to direct the user to secure the needle to the production device prior to use and is in the process of issuing a dear health care professional letter to further disseminate this change to their instructions for use. Smiths medical has performed testing on similar product and have not identified a disconnect issue when product is seated per the smiths medical IFU. This report has been logged for trending.